Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03881. It was reported the pt's left scs lead was explanted and replaced due to being fractured and having invalid impedance values. It was also reported the pt was receiving effective stimulation with his other scs lead; however, the physician decided to replaced the fractured lead. Moreover, the pt was receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.